Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the user was unable to read the display screen of the heartstart xl+. There was no reported pt impact.